Event description:
The customer reported that there was an intermittent black image and also a precharge error displayed upon boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.